Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient stated they are feeling like they were being underdosed and were starting to go through withdrawals. The patient stated their feet are tingling and cold and it works its way up to the back of their knees and up their leg. When the manufacturer's patient services specialist (pss) asked for event date, the patient stated "I've had problems since I had it implanted but it's gotten worse the past few months." The patient also stated they have been paying more attention to their symptoms since their last doctor appointment and they "believe" the personal therapy manager (ptm) was not working properly. Pss reviewed the function of the ptm and the patient stated they did get connected to the ptm and receive their bolus's. The patient was at the healthcare provider office last week for a refill and they took out more medication than they expected to. They were also trying to figure out what was going on with the device. The patient stated they were given "another dose" at the doctor's office and that started helping the patient feel better. The patient also stated their doctor also increased their number of bolus's to 7. The patient said they can feel the change not just in their legs but in their head as well. The patient stated they usually get a headache after a refill but didn't this last time. Pss reviewed considerations and redirected to healthcare provider.